Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 480 mg/dl and current blood glucose level was 386 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer feel ok to trouble shoot high blood glucose. Customer also stated that the drive support cap appears normal and reservoir had air bubble anomaly. Customer not alleging that insulin pump was under delivering customer was assisted with high pressure test and test passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be and reservoir will be returned for analysis.